Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient went to a local hospital following a syncopal episode. Upon interrogating the device, only unipolar lead configuration with capture at 2v, 0.4ms was noted. Some episodes of myopotential noise had been recorded and reproduced during follow-up through provocative maneuver in unipolar configuration. Since patient is pacemaker dependent, a new ventricular pacing lead was implanted. The malfunctioning lead was surgically abandoned and the same device connected. No procedural or post procedure adverse effects. Field follow-up reported the model and serial of this lead was not obtainable/unknown.